Event description:
While teaching the IV/phlebotomy class, a bd vacutainer push button blood collection set had a hole in the tubing that caused the fake blood to leak out of the side of the tubing, instead of going into the collection tube. Ref number: 367342, lot number 5205707.